Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the final investigation and correction. Updated fields: h2, h6, h11. Corrected fields: d4, d8, g4. In addition, the following reportable malfunctions were identified during the device evaluation: damage to receiver module (rx) and damage to receiver and transmitter module (rx/tx). A definitive root cause could not be identified. Based on the results of investigation the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device encountered error 226 (scope communication error code). The issue occurred during a therapeutic procedure, which was completed during setup/inspection for use (before the patient was in the room). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the event occurred due to an rx module failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.